Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's reported sore under the front right electrode. Rash was also reported as being under both breasts. Patient reported that the sore was not open. There was no alleged device malfunction contributing to the irritation. The patient was prescribed oral medicine. Patient reported that the sore is getting better. Follow up indicated that the skin is better.